Event description:
Company claimed on their website that their device will prevent asthma attacks, but it has not helped and I can not find any info about this item being approved by the FDA at all on their website: (B)(6).